Manufacturer narrative:
Siemens completed an investigation of the reported event. According the service specialists, a defective battery had already been identified during the last maintenance visit and before the event. The spare part was ordered, and a replacement was scheduled. Unfortunately the event occurred before the hardware could be exchanged. Siemens did not identify any general product design issue. Since all used components are ul labeled and the maintenance instructions require a check of the battery condition and at least a pro-active exchange of the ups-battery every 24 months. Additional investigation is not warranted at this time.

Event description:
It was reported to siemens that the ups (uninterruptible power supply) caught fire when powering the system back on after a planned facility power outage due to hospital maintenance. An abc & bc fire extinguisher was used to put out the fire. Subsequently, the lower section of pdc cabinet was filled with the fire suppressant chemical agent. The pdc (power distribution cabinet) has been ordered for replacement. There was no reported injury or need for medical intervention as a result of the reported fire or smoke.